Event description:
Initial result for a patient troponin t was 0.44 ng/ml. When repeated the result was <0.010ng/ml. The incorrect result was not used to guide treatment. The field service representative was unable to confirm a malfunction of the system.